Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were small air bubbles in the tubing. The customer's blood glucose level was 220 mg/dl. Recommendation was made by tandem's technical support for the customer to prime the tubing until air was removed.